Event description:
Patient experienced a dissection following cypher stent implant. This was treated with balloon inflation and the placement of an additional cypher stent. Three days later, the patient experienced a thrombotic event. This was treated with re-intervention and the placement of a non-cordis bare metal stent. This patient was admitted to the hospital with a chief complaint of chest pain and was diagnosed with acute coronary syndrome (acs). The patient was taken emergently to the cardiac cath lab, where angiography revealed a bifurcated, eccentric, long (30mm), c type lesion with pre existing thrombus present in the proximal left anterior descending artery (lad). A bolus of 5000 units of heparin was administered via IV.act's were measured but not reported. The lad lesion was predilated with a balloon inflated to 18 atms for 30 seconds.